Event description:
Vad coord reports, that he got a call from a psychiatric ward and the controller display was completely black. The nurses from the psychiatric ward reported, that at this time the pump still was running. The vad coordinator traveled to the outer clinic and confirmed the black display. At this time, the pump was not running anymore. The vad coord. Exchanged the controller and the pump started immediately.

Manufacturer narrative:
The unit was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via logs as there were no alarms around the reported event date (B)(6) 2015. Analysis of the device revealed that the device was unable to power up. However when the unit was 'troubleshooted', a shorted q3 power mosfet ic on the power board was the root cause. After replacing the damaged ic the controller performed as expected. The confirmed malfunction is related to the reported event. The most likely root cause is a short circuit detected on q3 irf7471 power mosfet on the power board of the controller, which likely contributed to the event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
It was reported by the vad coordinator that during a stay at another facility, the patient's controller display was completely black but that at the time the pump was still running. The vad coordinator traveled to the clinic and confirmed the black display and at that time, the pump was not running. The patient had a pump-stop and reported he did not feel any symptoms and tolerated the situation very well. The vad coordinator exchanged the controller and the pump started immediately. It was not possible to download any data from the controller because the controller does not boot. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Manufacturer narrative:
Data viewer was used to review the controller log files. A comprehensive review of the available log files revealed that there were no alarms around the reported event date (B)(6) 2015. The clinician made a flow limit change of 3.5 lpm on (B)(6) 2015. The controller passed visual testing but failed functional testing. System testing indicated that the controller was unable to power up. After further analysis, the controllers power metal oxide semiconductor field-effect transistor (mosfet) had shorted. After replacing the damaged integrated circuit (ic) the controller performed as expected. Analysis is ongoing. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.